Manufacturer narrative:
Evaluation summary: the distal tip was damaged. The first 3 distal stent segments had deformed struts. There was no other damage evident to the device. (B)(4).

Event description:
It was reported that the physician was attempting to use a endeavor resolute (rx) drug eluting stent to treat a slightly calcified rca lesion exhibiting 95% stenosis and severe vessel tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, 60% stenosis remained and the physician attempted delivery of the endeavor stent but the device was unable to reach the middle section of the right coronary artery through a previously implanted proximal stent. Force was not used during the device advancement. The device was removed and the procedure not completed. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device stent damage was observed. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.